Manufacturer narrative:
Batch review performed on 02 july 2021: lot 2007164: (B)(4) items manufactured and released on 12-oct-2020. Expiration date: 2025-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
Revision surgery for stem loosening 3 months after primary thr. The surgery was completed successfully, stem and head revised successfully.